Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was oversensing of the minute ventilation signal seen on the right atrial (ra) channel. It was noted that there was no atrial pacing inhibition and the patient is not atrial dependent. Upon further review of the data stored by the remote home monitoring system, high out of range pacing impedance measurements of greater than 3000 ohms were noted for the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead. Subsequently the respiratory rate trend feature was programmed off on the ICD. The ICD and ra lead remain in service and no patient symptoms were reported and the products remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection. Investigation also determined this device exhibited noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of the minute ventilation signal seen on the right atrial (ra) channel. It was noted that there was no atrial pacing inhibition and the patient is not atrial dependent. Upon further review of the data stored by the remote home monitoring system, high out of range pacing impedance measurements of greater than 3000 ohms were noted for the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead. Subsequently the respiratory rate trend feature was programmed off on the ICD. The ICD and ra lead remain in service and no patient symptoms were reported and the products remain in service.